Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that a right atrial (ra) lead became dislodged, had difficulty sensing and was unable to capture in a patient that had undergone a recent maze procedure. A lead revision was attempted but the physician ultimately explanted the lead. A pin plug was placed in the atrial port of the implantable pulse generator (ipg) and programmed to a single chamber mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.